Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the back therapy electrode. The skin irritation was described as red, itchy, and at one time bleeding. The patient's doctor recommended the use of hydrocortisone. The patient reported that they had also removed the lifevest to allow the rash to heal. During a follow up call, the patient reported that the irritation had improved. There was no allegation of a device malfunction associated with the reported skin irritation.